Event description:
It was reported that during the implant attempt, after the lead was introduced, there was some difficulty maneuvering the lead tip, and the helix was found to have protruded from the end of the lead. Attempts were made to retract the helix, but it would not retract. When the lead was removed, the helix was seen to be extended and distorted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent and blood was found in/on the helix/lobe mechanism. The lead was found to have been damaged at implant.